Event description:
Rn stated that as she passed the versipower reamer to the dr., the handpiece was inadvertently activitated. She had released the safe mode and grabbed the reamer by the nose for passing to the surgeon as had been common procedure with their powered equipment. As the reamer was being passed, she feels that she may have struck the activation trigger. This rotatedd the drill, consequently gripping her glove, and wrapping her glove around the instrument. She then changed the mode to reverse in an effort to release her glove. However, in doing so the glove remained engaged, wrapping itself in the reverse mode, and caused the nurse to "fracture her ring finger/right hand" before she could deactivate the trigger. At the conclusion of the surgery, the dr. Examined the rn's swollen finger and had her tape it to her middle fingerdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.